Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material with is evidence of a device leak. A visual and microscopic examination identified a longitudinal in the balloon material. The tear was noted to begin approximately 2mm proximal to the proximal edge of the proximal markerband and extended distally across the balloon material for approximately 43mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device no patient complications were reported.